Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. During the evaluation secondary findings were observed. After the evaluation of the device, the third-party service center confirmed the customer complaint and device was corrected. There was two error codes found. In addition to the above findings, it was also determined that the damaged buttoms on upper enclosure. If any additional information is received, a follow up report will be filed.